Manufacturer narrative:
Block b3: exact date unknown, event occurred over a week ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7170992, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7167156, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318, batch/lot number: 37398174, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient the patient went to emergency room due to worsening infection at the implantable pulse generator (ipg) site and was admitted for treatment and started on antibiotics. There was a red rash that was about 1.5 in down from fully healed incision scar. Worsened infected site began to drain fluid. The patient underwent spinal explant procedure and was doing well postoperatively. All explanted device components were disposed and will not be returned.